Event description:
Routine complaint investigation when a consumer reported not being able to test the blood sugar for three days after continually receiving "not enough blood" messages on the softtact blood glucose meter. The customer continued self treatment without testing. On the third day, a visit to the doctor's office in the neighborhood revealed the glucose was over 500 requiring immediate administration of insulin.